Event description:
The clinician reports the implant was inserted 2025 (b)(6) in ADA 10. On 2026 (b)(6), loss of osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: Mobility, Increased Sensitivity and Abscess. No further patient complications were reported.